Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not power on. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) went to the customer site and confirmed that the device would not power on. After reconnecting the power cord and turning on the device, the fault remained the same. The device was checked and the battery was disconnected. The device returned to full functionality. In a good faith effort (gfe) response received, the asp stated that the customer stopped using the battery removed and did not replace the battery. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # (B)(4). All information from the original report(s) has been transferred to this report.